Event description:
It was reported that the customer experienced occlusion alarms. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.